Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pressure doesn't increase. There was no patient involvement and no patient harmed reported.

Manufacturer narrative:
Correction: h4 - device manufacturing date updated. H6 -codes medical device problem code(a)and component code updated(g). One device was returned for evaluation. Visual and functional testing were performed. The testing could not duplicate the customer reported pressure doesn't increase problem. The root cause of the issue was not determined as no problem was found. The flow block assy cannot be repaired because repair parts are not available. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.